Manufacturer narrative:
Date of event: (B)(6) 2021. Report date: 11feb2021.

Event description:
The biomed is reporting the v60 touchscreen will not pass calibration. The customer contacted product support the biomed is not reporting any damage or residue on the touchscreen. Product support advised the customer of the recommended repair to replace the v60 touchscreen. The customer reported that the unit was not in use on a patient. The customer is reporting the v60 touchscreen was replaced and has resolved the problem.